Event description:
It was reported that the customer experienced a low blood glucose level, with the lowest recorded value being 2.3 mmol/l. The customer consumed carbohydrates as a corrective action. A full pump system check was performed and no issues were found with the pump supplies, cartridge, or infusion set. The customer's blood glucose level was successfully resolved.